Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that the inner bag was torn. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 2.00mm rotapro was selected for use. During the procedure, it was noted that the inner bag was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable after the procedure.